Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a past event that occurred last year of low blood glucose that was experienced in the middle of the night. The customer also indicated that last year, she needed assistance from emergency services due to low blood glucose.